Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, visual, dimensional and functional testing could not be performed. Based on the additional information provided by the customer, there was no damage noted to the packaging or device prior use, continuous flush was maintained, and friction was not encountered during coil advancement at any point in the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undetermined was assigned to the as reported issue of coil prematurely detachment.

Event description:
It was reported that the subject coil was used during coil embolization procedure for aneurysm located in the internal carotid artery (ica). The physician was able to introducer the coil into the patient¿s anatomy; however, the coil prematurely detached before reaching the target lesion. Two stents were implanted to secure the subject coil in place and the procedure was completed successfully. No know clinical consequences was reported to the patient due to this event.